Event description:
It was rpeorted that during a lap right colon procedure, the active blade of the hand activated shears broke when a scrub technician was cleaning debris off of the tissue pad and active blade. Another shear was retrieved and the case continued on as planned. No pt consequence.